Manufacturer narrative:
Initial report telephone number is: (B)(6). Siemens has completed a detailed technical investigation of the reported event. No systematic issue in the installed base was identified. The root cause was identified as use error (inattention). A siemens service engineer recalibrated the treatment table but this was not the cause of the reported issue. It is stated in the systems instructions for use to always be aware that the automatic motion protection (amp) system is not active during manual movement of the gantry, treatment table or collimator.

Event description:
It was reported to siemens that the artiste mv system treatment table (txt) t touched the multi leaf collimator (mlc) during repositioning. The treatment table was manually positioned via control console as the collision and the interlock #111 (error 1265; tc table controller error) occurred. If the treatment table control electronics detect a lateral axis encoder compare error, it is reported to the control console and the interlock #111 is raised. This interlock prevents further damage. There was no patient mistreatment or injury due to the reported event. A serious injury can result if the treatment table collides with the mlc and the patient is struck or compressed, therefore, this event is being reported with an abundance of caution. The reported event occurred in (B)(6).